Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with expelling medication from a monoject syringe. The customer alleges that on (B)(6) 2011 during a procedure, the monoject 60 ml syringe filled with levophed to maintain the blood pressure on the pt failed to expel the medication. The customer reports, it was initially put into a baxter pump as50, but the medication would not expel and the syringe was then removed from the pump. The clinicians attempted to manually bolus the medication but still no medication was dispensed. The customer reported filling a 2nd 60 ml syringe and retrying the pump application and manual compression of the drug and this syringe also failed. The customer stated they were unable to proceed as normal since the pt had no signs of a blood pressure for approx 10 - 15 minutes. The customer applied other procedures to stabilize the pt and the pt was sent to ICU for recovery. No add'l info was provided regarding the pt status.